Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt required coil embolization of the hypogastrics to eliminate the type I endoleak coming from the ima.

Event description:
On (B)(6) 2009, pt had implant of a 28-16-120bl bifurcated device and a 28-28-75l proximal extension. The pt returned to the hospital for a type ii leak out of the hypogastrics into the inferior mesenteric artery and into the aortic neck. Three coils were placed in the left hypogastric which resolved the leak.